Manufacturer narrative:
The reported malfunction was observed and attributed to a damaged color display cable. It could not be firmly established how the damage occurred. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed horizontal lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.